Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient was not getting the same relief with their second implant as they did with their first. They thought it could maybe be their secondary pain in their hip, foot, and knee. They are still getting stimulation in their foot, where it was originally intended to be, but they don't have the pain relief they need. Their foot constantly bothers them and it is to the point where they don't use their device anymore. They have been previously programmed and were attending physical therapy but were sorting out things with their insurance before proceeding. Additional information received from the consumer reported that the patient can walk better without ins turned on, and the therapy was not as effective when on. The patient also reported using an ice pack over the implant area and has done some physical therapy. The patient was having difficulty getting medical help due to insurance reasons and will follow-up with hcp once the insurance issues and locating a new hcp are done. The patient reported a lack of pain relief. Symptoms reported included pain. The patient had no pain relief at all. The patient stated that the return of pain was sudden but it gradually became worse overtime until it had no effect at all. The location of the symptoms was whole body. The patient turned the device off. This occurred daily. No falls or trauma was reported that could be related to the issue. The event was not related to positional movement or emi environmental exposure. The patient was scheduled to meet with the manufacturing representative and healthcare professional (hcp). Relevant medical history included: spinal pain.

Manufacturer narrative:
(B)(4).